Event description:
The customer reported finding the lead screw in pieces, the customer woke up in the morning with high blood glucose levels and discovered the silver latches in the reservoir compartment had come apart.

Manufacturer narrative:
Analysis revealed the pump was received with a missing e-clip on the driver block. Unable to perform the 7.2 unit bolus and occlusion tests due to a drive anomaly. This unit had an e-01 alarm due to a leaky c1 on the mother board.